Event description:
It was reported a crack was found in the cr femoral impactor adaptor following the completion of the surgery. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This follow-up report is being submitted to relay additional information. The following sections were updated: d4 UDI#, d9g3; h2; h6. The following sections were corrected: h4. Complaint can be confirmed through the returned product analysis. The impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode and align with zrm_wa_0507_19 summary of failure analysis of knee impactor fractures in which an overload fracture failure mode was identified. Visual examination of the returned impactor pad identified signs of repeated use (nicked and gouged) and a corner of the impactor pad had fractured off. Not all fractured pieces were returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.